Manufacturer narrative:
The pump was received with no button response due to an unlocked lcd keypad connector. Unable to perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, operating currents, prime, off no power and excessive no delivery tests due to no button response. Unable to confirm the battery out limit due to no button response. No frozen screen noted and time clock advances properly. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a low reservoir alarm and display screen was frozen. Customer changed battery and received a battery out limit alarm. Customer was not able to clear alarm due to buttons not responding. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.